Manufacturer narrative:
Initial and final MDR 1893285- MDR 3003442380-2024-09680- device 4 of 4. E1:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 22-may-2024, it was reported by the patient four infusion set fell off within one day of use. No further information was available.